Event description:
During review of programming history, it was noted that a series of faulted system diagnostic tests occurred on (B)(6) 2008 that altered device settings to unintended settings. No adverse events have been reported as a result of this.

Manufacturer narrative:
Review of programming history.